Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the storage space was failed. A field service engineer (fse) pulled out the cabinet and the back panel removed to inspect the board leds. The station was powered down, the bus cable disconnected, and the drawer removed. The row board cable was disconnected to allow the controller board capacitors to discharge. After reconnecting the row board cable and reassembling the drawer, the bus cable was reconnected and the station powered up. Logged into hta (hardware test application), tested the drawer and cubie pockets. The customer reassigned medication and successfully tested the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer not reading cubies. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer not reading cubies. The customer stated that this malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.